Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. During inspection it was discovered that the expiratory valve coil connector was pinched causing the pre-use check failures. The issue was solved by replacing the expiratory valve coil. The unit passed all functional and safety tests per factory specifications and was cleared for clinical use. The root cause as to why the expiratory valve coil connector was pinched could not be established by this investigation.